Event description:
During a banding procedure the physician used a wilson-cook six shooter saeed multi-band ligator to band esophageal varices. The reporter indicated taht the barrel of the device detached from the end of the endoscope after the bands had been placed. The detached barrel was left in the gi system to pass naturally. An injury to the pt was not reported.